Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case the anspach and hd long had oil on it. The case was then completed successfully. There was no harm to the patient.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: anspach emax 2 plus burr motor had oil on it. Method & results: device evaluation and results: no device inspection could be completed - incorrect serial number (sn: (B)(4)) was shipped. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor had oil on it failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened - incorrect serial number (sn: (B)(4)) was shipped. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request # (B)(4) has been initiated to continue to monitor for events related to this device. The device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). After the case the anspach and hd long had oil on it. The case was then completed successfully. There was no harm to the patient.